Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There is no report or allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 2.2 centimeters (cm) in size and located in the left upper lobe - superior lingular segment. According to the physician, the lesion had multiple spiculations tethering the pleura, with the edge of the bulky area of the nodule located approximately 4mm from the pleura. Instruments used included a 21g flexision needle and compatible third-party forceps. A c-arm fluoroscopy was used for intra-procedural imaging and endobronchial ultrasound (ebus) was used to locate the lesion. A routine chest x-ray was performed after the procedure which detected a large pneumothorax. The patient had mild hypoxemia, so a chest tube was placed to resolve the pneumothorax. The pneumothorax resolved within 24 hours and then the chest tube was removed. The patient stayed another day in the hospital due to social issues and was then sent home in stable condition. The physician believed the pneumothorax was not ion-related and it would have likely occurred via another modality. The physician indicated that the cause of the pneumothorax was due to biopsies of a lung nodule that had significant pleural adhesions. There was no device malfunction associated with the event.